Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced pain at the ipg site, ineffective therapy, and uncomfortable stimulation following a fall. Diagnostics revealed high impedances on the l5 lead and low impedances on the s1 lead. The patient was unable to enter their device into MRI mode. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates surgical intervention was undertaken wherein both leads and the ipg was explanted and replaced.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient, and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.